Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient is deceased and that the death is related to the implantable pulse generator (ipg) system. Further review of the manufacturer's database noted the patient died 4 days post implant of the device system. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.